Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. It was reported that over the weekend of (B)(6) 2017, lvad parameters were elevated. The patient's lactate dehydrogenase (ldh) level was fluctuating anywhere between 400-470 u/l. Pump thrombosis was suspected. The patient was started on bivalirudin on (B)(6) 2018. On (B)(6) 2018 it was reported that the bivalirudin stabilized the patient's ldh levels. It was reported that an echocardiogram completed on an unreported date showed that the patient appeared to have a small left ventricle cavity. No further information was provided at the time of this report.

Manufacturer narrative:
The report of pump power and flow elevations was confirmed through the evaluation of the submitted system controller log file. Two system controller log files were submitted for evaluation and spanned from 2017-12-21 to 2018-01-09. Transient pump power elevations and corresponding elevations in estimated flow were captured on (B)(6) 2017, (B)(6) 2018. Almost all pump power elevations were accompanied by pi events. No atypical events were captured in the event history and the pump operated above the low speed limit for the duration of the log file. The submitted log files appeared to show the system operating as intended. A specific cause for the events captured in the submitted log files and a correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no further related issues have been reported. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.